Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis investigation found no issues with the button function. There was profile tube damage, contamination, or corrosion. There also was corrosion or physical damage to the ic emi fingers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus button functions were reversed. The procedure was completed with no reported injury.